Manufacturer narrative:
The balloon catheter was discarded at the user facility. The root cause of the event could not be determined. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenosed lesion was located in the calcified and tortuous, mid left anterior descending (lad) artery. The balloon ruptured on the initial inflation at 6 atms. The procedure was completed with another maverick2 monorail balloon catheter. There were no reported patient complications. Patient status listed as "good".